Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. Patient reported that while driving home after shopping, her receiver indicated that her estimated glucose value (egv) was okay but was trending down a little. Patient stated she may have blacked out because the next thing she recalled was the paramedics informing her that she had been in a car accident. Patient's fingerstick value was at 45mg/dl but the cgm was reading over 400mg/dl. Patient was administered 2 doses of 15 grams of liquid glucose and was transported by the paramedics to the emergency room (ER). At the time of contact, the patient was doing fine. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of inaccurate cgm values could not be confirmed. A root cause was not determined.